Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital with erythema around the infected pacemaker pocket site with a yellowish discharge coming from the wound. Pocket infection was confirmed and the system was explanted. Patient was not in any acute distress and vital signs were within normal limits. The patient was prescribed antibiotics. Patient later presented and a new device was implanted on (B)(6) 2019. The patient was stable throughout the event.